Event description:
Explant of a total wrist due to loosening in a pt with rheumatoid arthritis.

Manufacturer narrative:
Explanted carpal component was measured. Expected wear was found. Additional catalog #: wa-s-18.